Manufacturer narrative:
Additional devices implanted and involved in this event: plc201000/14770914, pxl161407/13295306, and pxl161007/13596059. Udis of the lots: rlt281412: (B)(4). Plc201000: (B)(4). Pxl161407: (B)(4). Pxl161007: (B)(4). Concomitant medical products: patient medications include metformin, amlodipine, aspirin, hctz, lisinopril, potassium chloride, simvastatin, and carvedilol. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with gore&#59397;excluder&#59393;aaa endoprostheses and iliac branch endoprostheses. On (B)(6) 2016, the patient presented with a cold left leg. It was reported that follow up imaging showed an occlusion of the left limb (unknown which device). The cause of the device occlusion is reportedly unknown. The same day, physician elected to intervene by performing a femoral-femoral bypass. The patient had good distal pulses after the bypass, and the patient tolerated the procedure.